Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30191704l number, and no internal action related to the complaint was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and a clot issue occurred. It was reported that clot was found on the tip of the pentaray catheter. The pentaray nav high-density mapping eco catheter was replaced and the issue resolved. The case continued without further incident or harm. There were no patient consequences. The issue of a clot on the catheter tip has been assessed as an MDR reportable malfunction.